Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: 8100 sn: (B)(4) customer stated that he was getting a bolus error when running the pm. The customer wanted to know what will cause this error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he should try calibrating the unit to see if it passes cal. Being that the unit will not let you run the rate accuracy trying to cal it would give us on what else could be the problem. The customer said ok I will change the tubing set and run a calibration and if this don't fix the problem I will call back. I said ok and he ended the call.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: 8100 sn: (B)(6) customer stated that he was getting a bolus error when running the pm. The customer wanted to know what will cause this error. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he should try calibrating the unit to see if it passes cal. Being that the unit will not let you run the rate accuracy trying to cal it would give us on what else could be the problem. The customer said ok I will change the tubing set and run a calibration and if this don't fix the problem I will call back. I said ok and he ended the call.